Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient had experienced fever after device implant. It was indicated no surgical intervention had occurred and no surgical intervention was planned. No environmental/external/patient factors were known that could have led or contributed to the issue. No diagnostics or troubleshooting had been performed. Interventions involved standard fever medication and antibiotics to prevent infection. The patient was hospitalized for a day. It was noted the issue was resolved at the time of report. The patient's status at the time of report was alive-no injury. The patient got well in afew days. Relationship to the procedure was reported as possible and relationship to the device was reported as possible. The patient's medical history included a diagnosis of als since 2008, being almost complete paralysis, and having been invasively ventilated.

Manufacturer narrative:
Additional review indicates this information was also reported in manufacturer¿s report #2182207-2024-04234 and 3004209178-2015-23173. Any additional information regarding the event will be submitted as a supplemental submission to report #2182207-2024-04234. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.